Event description:
Revsion surgery - due to the centering screw in the baseplate breaking inside the patient.

Manufacturer narrative:
The reason for this revision surgery was reported as a broken baseplate screw after 1.6 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with part number 508-36-101-10 resulting in 7 parts being returned to the vendor. A review of the product complaint report history showed this is the second complaint against a part from this lot number. The root cause for the screw in the baseplate breaking off was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.